Event description:
The customer states the device (heartstart xl defibrillator/monitor) has alarms going off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.